Manufacturer narrative:
Follow up (B)(6) 2016: customer reported that they have reinstated use of the tandem pump and blood glucose levels are stable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 600 (mg/dl). Customer attempted to administer correction boluses to treat bg levels. Reportedly, customer performed a system check and did not identify any issue with the pump. Customer indicated that pump would be discontinued temporarily, and lantis/humalog flex pens were available for back up insulin therapy.